Event description:
A customer reported experiencing multiple occlusion alarms, specifically alarm 2 and alarm 264, which led to their continuous glucose monitor reading "high" and caused their blood glucose levels to exceed 500 mg/dl, though the exact value was not provided. The customer did not take any immediate action to address the high blood glucose levels and did not require third-party assistance. Reportedly, the customer continued to use pump for insulin therapy.